Event description:
Customer called to report the pump did not have an audible tone. Device was not dropped, bumped, or exposed to moisture. Troubleshooting was performed. The audible tone was not able to be heard.